Event description:
It was reported that a patient presented in emergency room after receiving extended charge time patient alert. The issue was repeatable. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of extended charge time was confirmed in the laboratory. The cause of the extended charge time was found to be due to a damaged high voltage capacitor.